Manufacturer narrative:
The company rep examined the sys and replaced the biometry probe, performed preventive maintenance, then tested the sys and found it met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this sys. The root cause is unk at this time. (B)(4).

Event description:
A customer reported an issue with the "eco b" unit, occurring prior to testing. Add'l info was received reporting that the event occurred during the diagnostic procedure and another unit was used to complete the measurement without injury or harm to pt. There was a 20 minute delay.